Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: g1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) during use, the ECG was not working and triggers found on pacer. No patient harm.

Manufacturer narrative:
H11 updated fields: b4, e1, g3, g6, h2, h11. H11 corrected fields: b5, e3, h8.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) ECG not working  and triggers on pacer

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.